Event description:
It was reported to philips that intermittently the system emitted no x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the planned, non-emergency procedure that was to happen when the issue occurred completed as planned. No harm to the patient or user was reported. A philips remote service engineer (rse) confirmed the reported issue. Onsite service was recommended. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting and assessment of the system event log identified an xgen error (02ww) indicating that the converter 2 (e2q cathode) had a short circuit. The fse replaced the converter and did relevant performance checks. After the converter was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.